Event description:
On 03-oct-2025, it was reported that on (B)(6) 2025 the user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) and was hospitalized. The user was treated in the hospital and later discharged. The user resumed ilet use and no long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospitalization. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date beginning after insulin dosing was manually paused for approximately two hours. A subsequent supply change was performed and insulin dosing resumed, but the priming volume indicated likely reuse of supplies, and hyperglycemia worsened afterward, which is consistent with a likely failed infusion set or other fluid pathway issue resulting in insufficient insulin delivery. Based on available information, the event was attributed to infusion pathway or therapy management factors rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.